Event description:
Information received indicates the head end brake rod is broken on the left side, causing the brake to only set from the foot end of the bed.

Manufacturer narrative:
Repairs have not been completed.